Manufacturer narrative:
Product 5076-52 lead implanted: (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was diagnosed with atrial fibrillation (af) showing an electrocardiogram report of right ventricular (rv) lead oversensing. The lead was reprogrammed and remains in use. It was further reported that the right atrial (ra) lead has oversensing of noise during pocket manipulation. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.